Event description:
It was reported that the pump touch screen was unresponsive. Customer's blood glucose was 6.7 mmol/l. The customer reverted to an alternate method insulin therapy.

Event description:
It was reported that the pump touch screen was unresponsive. Customer's blood glucose was 6.5 mmol/l. Technical support assisted customer with resetting pump to resolve the issue.

Manufacturer narrative:
Correction: section b5; codes - type of investigation code changed from b17 to b13.